Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure to implant this system, some wandering baseline was noted after closing the first few layers. Device testing was normal; however, significant noise was observed when the patient was moved from the table to her bed. Additionally, undersensing and oversensing was noted. The system was programmed to primary vector which decreased the noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.